Event description:
No new information.

Manufacturer narrative:
The complaint that the retracting needle was pulling the IV catheter out could not be confirmed from the retracted needle and needle cover that were provided for investigation. The needle was received fully retracted within the safety shield and the IV catheter was not returned for investigation. The sample exhibited evidence of use. After resetting the safety mechanism, a functional test showed that the needle fully retracted without problems. Without the IV catheter, the complaint could not be confirmed, and the root cause was undetermined. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Our investigations team received additional samples included with the sample shipment received for another complaint. At the time the original complaint was initially reported, we were not made aware of any issues associated with material number. Per the previous complaint: it was reported by customer that the blood control failure. As needle is retracting it pulls the catheter out. Nurses are holding catheter to keep in place.